Manufacturer narrative:
Product ID 37642, serial# (B)(4); product type programmer, patient product ID 37085-95, serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 3387s-40, lot# v799769, implanted: 2012 (B)(6); product type lead product ID 37085-95, serial# (B)(4), implanted: 2011 (B)(6); product type extension product ID 3389-40, lot# l74013, implanted: 2000 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
Analysis of the neurostimulator, serial (B)(4), found the battery had reached normal end of life with no telemetry or output. There was no significant anomaly. No known issues were seen with it and it passed all applicable tests. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the healthcare provider (hcp) was concerned that the battery depleted prematurely. The battery was replaced. Two weeks later, it was reported that the premature depletion was not confirmed. The reporter was unable to interrogate the battery and it was in continuous mode. The patient was doing well.